Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 21 mmol/l (378 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The pink slide did not move forward, indicating a failure of the needle mechanism. The pod was removed, and the cannula was found to be bent. A manual insulin injection was administered to treat the hyperglycemia.